Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirms the reported breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial impactor broke into two pieces. No surgical delay. There were no reported patient consequences.